Event description:
The customer reported that after a day of use, the strap hole tore. The pt was re cannulated non-routinely and the was no pt harm.

Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture can not be determined. If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.